Event description:
Caller notes lv impedance increased in december. This was due to the lv paced vector being changed during a programming session in december. Caller says she thinks it was changed due to diaphragmatic stim (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).